Event description:
It was reported that the patient has pain and patient's knee clicks.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker right knee. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The following additional devices were added to the complaint after the initial medwatch was submitted: cat. No.: 5515-f-402, triathlon ps fem component, cemented, lot code: dvtb. Cat. No.: 5521-b-400, tri ts baseplate size 4, lot code: fkxe. Cat. No.: 5532-g-411, triathlon ps x3 tibial insert, lot code: mkelt3. Summary of evaluation: an event regarding pain and noise involving a triathlon patella implant was reported. The event was not confirmed. The reported device was not returned for evaluation as it is believed to remain implanted in the patient. Patient medical records were provided for review that indicated the following: it is not possible to determine the cause of the bilateral laxity, clicking, and popping noted in both knees. X-ray copies provided indicate that both knees demonstrate the implants to be in nominal position with no pathology noted. There is no indicated that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no similar reported events for the provided lot ID. The exact cause of the event could not be determined based on the information provided. Patient medical records indicated that 'laxity may relate to 50 pound weight loss' but no certainty was noted. X-rays provided indicated that both implants were in nominal position and there was no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.

Event description:
It was reported that the patient has pain and patient's knee clicks.